Event description:
A user facility administrator reported that a dialyzer blood leak occurred immediately into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The machine, a fresenius 2008t machine, did not alarm because the leak was external. Blood leak test strips were not used because the leak was visually observed on the top of the dialyzer. There was a small crack on the top of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility administrator reported that a dialyzer blood leak occurred immediately into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The machine, a fresenius 2008t machine, did not alarm because the leak was external. Blood leak test strips were not used because the leak was visually observed on the top of the dialyzer. There was a small crack on the top of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The dialyzer was subjected to a laboratory leak test and an external leak was detected from beneath the cavity ID end header cap at 15.0 psi. Upon removal of the header cap the polyurethane (pu) cut surface was found to be damaged in form of a gouge at approximately 90° with the ports positioned at 0°, measuring 0.25 inches. No other damage or irregularities were noted on the returned sample. Specifically, there was no crack visible on any portion of the sample. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. A review of the production record was performed. The production record review showed there were multiple approved temporary dns, one ncs, one rework and one spr in the production of this lot. They are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking products are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas (vision systems) and (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.